Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header and connector did not reveal any anomalies related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity tests were performed at the most sensitive level and found sensing parameters within normal range and evaluation of output pacing parameters did not reveal any anomalies. Additionally, evaluation of the header and connector found no contamination or foreign material that could contribute to the reported event. A longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that the device exhibited noise resulting in oversensing. Provocative testing was performed, but the noise was unable to be reproduced. The device was explanted and replaced. The patient was stable.